Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change and lead revision procedure on (B)(6) 2018. The right ventricular lead was capped and replaced due to no capture. A venogram revealed occlusion of the left subclavian. The lead was implanted on the right side. The procedure was completed without incident and the patient was discharged home the following day.

Event description:
New information noted that inside-out abrasion causing the interior wiring to be externalized was noted on the right ventricular lead. The patient was not device dependent and was asymptomatic. Normal device function was noted after the procedure.